Manufacturer narrative:
Evaluation summary: evaluation was completed and the customer's reported condition was not confirmed.

Event description:
The facility reported a pca pump that failed rate accuracy. The event was reported to have occurred during biomed testing. There was no injury or medical intervention. No additional contact information was available.